Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time the decision was made to file a report based on the info received. An e7507 rem return electrode was received with a plastic liner on the gel and a pouch. The product appeared to be used due to skin on the border material. A visual inspection of the pad was performed, and no abnormalities were found. There were no signs of a burn to the product. The sample alarmed when tested on the force fx generator and the output was disabled. This is the expected and intended outcome of rem impedance is too high. The impedance value on the sample was found to be above the normal range. The probable cause for the high impedance value is that the polyhesive may have experienced some moisture loss due to the manner in which the sample was returned. The terminal placement, terminal resistance, wire trim, wire sectioning and crimp height testing were all within the acceptable specifications. It is possible that the pt sustained a skin reaction of some kind from the border. The adhesive used on the borders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. However, various factors may affect the way any adhesive reacts with the skin. These include the pt's skin condition, preparation of the application site, loaction of the pad and the pad removal technique. The use of some steriod medications is also known to cause the skin to thin which could cause greater sensitivity to adhesives. Skin irritation can be caused by improper pad removal technique. There have been no changes to the adhesive materials or the mfg process which would alter the border adhesive characteristics. Reactions to the border material have been known to randomly occur with no discernible cause. A lot production history review was performed on the lot number reported and there were no pertinent entries. The cause to the reported condition cannot be reliably determined.

Event description:
Procedure: hysterectomy. Reportedly, after the surgery, the facility reports noticing something like a trace of a burn on the pt. It was in the area of the adhesive face of the return electrode sheet. There was no injury to the pt reported.